Event description:
Early battery depletion was reported for this device. Battery went from 75 percent to eri in one night, and now is at eos. Patient is not in their home town and therefore was trying to wait to get device changed out. Representative will work with physician regarding next steps. Remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.